Event description:
It was reported that the c0701, 11mm shielded obturator cut the iliac artery and caused bleeding during insertion. The obturator was reported to require too much force during insertion. The vessel was repaired and the pt was reported to have stayed in the hosp longer. No further injury or complication occurred to the pt.